Event description:
On (B)(6) 2026, a patient underwent a CT guided lung biopsy procedure using a maxcore device. During the procedure, the tip of the introducer needle jammed and could not move in or out normally. It was further reported that attempts were made to spin and twist the needle repeatedly. However, tissue sampling was not possible even after advancing it with force. Reportedly, this resulted in pneumothorax accompanied by chest pain. Furthermore, the biopsy needle tip had burrs, the cutting edge was deformed, and the needle became stuck. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.